Event description:
A ventilator was returned to the manufacturer for service and the screen was found to have no power on initial evaluation. In addition, the bottom two screw holes within the inlet air filter were reported to be damaged. There was no allegation of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the screen was found to have no power on initial evaluation. In addition, the bottom two screw holes within the inlet air filter were reported to be damaged. There was no allegation of patient harm or injury. The device was evaluated, and the reported issue was confirmed. Cosmetic: bottom two screw holes damaged in inlet air filter. The customer has requested no repair and no repairs were made to the unit. The device did not pass testing.